Event description:
The customer contact reported a leak. It was reported that an unspecified volume of solution leaked during manual filling of the vial at the user facility. The customer contact reported the vial was being filled with unspecified pain medication when solution leaked proximal to the flange on the injector in the vial. The vial was replaced and the filling was resumed. Though requested, no add¿l info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. Hospira has completed a formal investigation to address the issue of leakage from the injector in the sterile empty vial. Based on the investigation results, it was determined that solution leakage found at the cannula and the polypropylene injector body was due to adhesive shrinkage and separation from the injector. The adhesive shrinkage and separation was due to exposure to elevated temperature in combination with a poor ultraviolet cure. As this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.